Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that the device was found to be eri. High capture threshold was noted. The device remains implanted. The patient was stable. It could not be determined if premature battery depletion was observed. No additional information is available.